Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration data was acceptable. The customer's qc data was requested but not provided. The investigation reviewed the customer's alarm trace and did not observe any abnormalities. The field service engineer replaced the mixing rod and performed system adjustments. After service, he performed precision testing with acceptable results. No further customer issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin I immunoassay results for one patient tested on a cobas 6000 e 601 module. Prior to patient testing, the troponin calibration and qc were acceptable. The patient's initial troponin result was 0.31 ng/ml. The customer stated the initial result was a "critical value." The customer performed repeat testing with the sample on the same e 601 module and the patient's repeat result was "less than 0.30 ng/ml." The patient's second repeat troponin result was 0.321 ng/ml. The customer communicated the patient's initial and first repeat results to the patient's doctor. The patient's doctor requested the initial result to be reported outside the laboratory. The troponin reagent lot number was 483115 with an expiration date of 30-nov-2021.